Event description:
A power source alert was reported by the customer, indicating an issue with the device. There was no adverse impact on the customer's blood glucose level. The customer initially used a computer usb port for charging, but after instruction from technical support, attempted to resolve the issue by trying a different usb port and then a wall adapter. Despite these steps, the charging problem persisted, and technical support advised the customer to use a power outlet known to work and wait for at least 30 minutes. Upon follow up, cts confirmed pump charged successfully and no further issues were reported.